Event description:
It was reported that this pacemaker was found in safety mode few minutes after being implanted. Technical services (ts) reviewed and stated that as this device has entered safety mode, they should perform emergent replacement for patients who are at risk of harm by safety mode operation. If risk of harm was low, the device replacement should still be scheduled as soon as possible. This device currently remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information on device replacement. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker was found in safety mode few minutes after being implanted. Subsequently this device was explanted same day. No additional patient adverse effects were reported. This device is expected to return for analysis.